Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, it has been communicated via email that no relevant supporting clinical information, nor the explanted device will be provided, and there is no report of the patient's current condition. Therefore based on insufficient information, no further clinical assessment can be performed at this time.a review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.

Event description:
It was reported that a revision surgery was performed due to bone fracture around the stem. Stem and femoral head were replaced and fracture was fixed with accord cable. The cause of this fracture was patient fall.